Manufacturer narrative:
(B)(6). Through a follow up with the field service specialist (fss), it was learned that no fire was reported and fss did not observed fire or smoke. That customer reported little smoke and smell from ups. The account had disconnected the ups from femto system and connected the machine with hospital ups. Fss indicated that the main system ( intralase ) is working fine, that the problem was in ups. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported smoke or burning smell from uninterruptible power supply (ups) and unit was disconnected from intralase system. Per account, intralase system is currently working fine in the hospital. There was no patient involvement at that time. They reported that this ups was installed on (B)(6) 2017 and was working fine until the event. Intralase system is working fine on hospital ups.

Manufacturer narrative:
Per field service specialist, uninterruptible power system (ups) was replaced. Both system and ups are working fine. In the initial report it was reported that the manufacturing date for the system was 1/12/2009. However, the manufacturing site has provided the date as october 2008. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.